Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure. According to the complainant, the physician reported that the resolution clip was not "deploying / releasing properly". There were no patient complications or patient injury as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.